Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of this particular device. The returned device data have been analyzed. The analysis revealed battery status eos, detected on may 21, 2025. Further, the inspection revealed multiple episodes of regular vf detection within two hours on may 21, 2025 due to intrinsic signals that largely led to full energy therapy delivery. As a result of that fast-successive charging the eos battery status had occurred. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the analysis of the available data revealed a high number of regular vf episodes and charging cycles on may 21, 2025. The activation of the eos status resulted from that fast-successive charging. However, there was no indication of a device malfunction.

Event description:
Battery status eos occurred after delivering multiply shocks. Patient is receiving comfort care and no replacement is planned. Should additional information be received this file will be updated.